Event description:
Customer stated that customer was backing unit down driveway when it tipped over backwards. The batteries tumbled out and one landed on customer's wrist. Customer drove to the hosp. Customer was examined and x-rayed. The hosp determined that wrist was fractured. Customer was hospitalized overnight for observation and released the following day.